Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a proximale - 28 cm (11") smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave® (red rings), rotating luer where a leak was noted at the time of treatment and there was a need t change the device. There was patient involvement, no adverse events/human harm.

Manufacturer narrative:
The device was received on (B)(6) 2023 for evaluation. Leakage was confirmed in one of the two 011-am6118 nanoclave manifold assemblies. The probable cause of the leakage is typical of inadequate connection or luer insertion depth during manual assembly. The device history report (DHR) for lot 13477619 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.